Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels over 400 mg/dl. Blood glucose level at the time of the incident was 386 mg/dl. Blood glucose level at the time of the call was 331 mg/dl. Customer stated that she would call back to complete troubleshooting. The insulin pump was not replaced or returned for analysis.